Event description:
A medwatch report was received from the customer (attached) with the following event description. Pt was admitted on 5/13/97. She experienced cardiac arest on 5/15/973 during resuscitative efforts, the monitor failed to display an EKG tracing. Pt expired. It is not clear whether the aforementioned problem caused or contributed to the pt's demise.